Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. (B)(4).

Event description:
Umemura, a., jaggi, j.l., hurtig, h.I., siderowf, a.d., colcher, a., stern, m.b., baltuch, g.h. Deep brain stimulation for movement disorders: morbidity and mortality in 109 patients. J neurosurg. 2003; 98 (4): 779-784. Summary: there is a significant incidence of adverse events associated with the deep brain stimulation (dbs) procedure. Nevertheless, dbs is clinically effective in well-selected patients and should be seriously considered as a treatment option for patients with medically refractory movement disorders. Reported events: a (B)(6) parkinson's disease patient "suffered from a pulmonary embolism after surgery" and "required a greenfield filter" as a result. It was noted the patient "recovered without permanent sequelae." Further information has been requested; a supplemental report will be filed if additional information is received. See attached literature article.